Event description:
A customer contacted global technical service (gts) reporting an alarm during fill 1 on the home choice (hc). The home patient (hp) stated that he had the alarm and then shut the machine off and started therapy over with the same supplies and was still receiving the alarm. The baxter technical service representative (tsr) advised the hp to end therapy and start over with new supplies. The tsr assisted the hp with ending therapy. Product surveillance (ps) spoke with the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding the home patient (hp) stopping therapy and resetting up using the same supplies. Ps advised the pdn that the setup is for single use and its not recommended the hp reuse the supplies. The pdn stated she was not aware of this and would follow up with the hp. The pdn stated the hp was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.